Event description:
Customer reported a false negative reaction with one sample, later identified with anti-kell to the 0.8% resolve panel a lot# vra225. The patient was initially tested against the 0.8% surgiscreen and cell#2 reacted 1+. The customer then tested the sample against the listed 0.8% resolve panel a and observed a 1+ reaction to cell#4 (not kell positive) of the listed panel. Additional testing using immucor panel and peg enhancement by tube method with 15min incubation allowed anti-kell to be identified. Daily qc testing was performed and acceptable. Visual appearance before use was satisfactory with no signs of hemolysis or haze. No patient history of transfusion was provided.

Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).